Event description:
Reporter alleged there was melting damage to the base unit of the blood glucose monitoring device. Reporter stated there was no damage to property or anybody. Reporter indicated being unsure how the device was cleaned or when last cleaned. A request was made for the return of the suspect device and replacement product was sent.